Event description:
It was reported that on (B)(6) 2023, the patient underwent surgery via (fns) femoral neck system. After the surgery, on (B)(6) 2024, the sales rep was informed of the second surgery to remove the products in question and replace to tha. The reason for the revision and the scheduled date are unknown. The surgery was completed successfully, however, in this case, osteonecrosis had occurred and patient status/outcome was noted as stable. No further information is available at this time. This report is for one (1) antirotation screw for femoral neck sys 90mm length - steril. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: a manufacturing record evaluation was performed for the finished device product code # 04.168.490s lot # 6618p57 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22-jun-2023. Manufacturing site:jabil grenchen expiry date:01-jun-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.